Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, there was a poor solder joint at the pulse wire connection inside the electrode belt distribution node (dn). The cause of the hi-pot failure is the poor solder connection. The root cause of the poor solder connection cannot be positively identified but is likely assembly error. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.